Event description:
Pt sustained full thickness lower lip necrosis from endotracheal tube holder. The pt's lower lip was trapped against the central portion of the tube resulting in a t-shaped defect. There was so much pressure against the anterior incisor that it drove the tooth through the lip.